Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had keypad anomaly, pump error and blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump beeped button stuck for 3 minutes and blank screen. It was reported that they a were unable to clear the alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. No unexpected trace pointers are invalid alarms noted during testing.